Manufacturer narrative:
(B)(4).

Event description:
It was reported that unknown sensor error occurred. Data was evaluated and the allegation was confirmed as an early sensor expiration. The probable cause was determined to be early sensor expiration due to potential patient misuse. The reported event of a unknown sensor error is reportable based on the finding of an early sensor expiration. No injury or medical intervention was reported.